Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Model number: a complete model is unknown, only 350 was provided. Additionally, the serial number was not provided. Catalog number: a complete catalog number is unknown, only 350 was provided. Additionally, the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, no indication the shunt was explanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Elahi, s., braetti, g. E., gillmann, k., villamarin, a., meeus, l., steriopoulos, n., mansouri, k. & mermoud, a. (2020). Eyewatch rescue of refractory hypotony after baerverldt drainage device implantation: description of a new technique. J glaucoma, 29(2) p. 1-10. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: eyewatch rescue of refractory hypotony after baerveldt drainage device implantation: description of a new technique. A case study was done to describe a novel technique of subsequently attaching an adjustable gdd (eyewatch implant) to a previously implanted baerveldt glaucoma implant in an eye with refractory hypotony. Postoperative complications reported in the study (secondary to the initial bgi implantation) included chronic refractory hypotony, shallow anterior chamber, intraocular lens (iol)-endothelial contact, vision loss, and extensive choroidal detachment. Intervention for choroidal detachment involved choroidal drainage and the introduction of topical scopolamine. Shallow anterior chamber was treated by injecting sodium hyaluronate (provisc) and refractory hypotony was managed by implanting the second device (eyewatch implant-rescue). The author also indicated that a prolene 4-0 suture was used within the bgi lumen.